Event description:
It was reported that air was not getting through to the zimmer air dermatome and the hose was tested to be working. No add'l clinical info was rec'd prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.